Event description:
It has been reported to philips that the azurion system would not power on. There was no report of harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported that the device cannot turn on. The philips field service engineer (fse) checked the system onsite and confirmed that the power module was fault. To resolve this issue, fse replaced pdy fantray and the dcpu unit. Upon functional testing, fse found that the fuse (f4 ny-1) was failure. Later, fse replaced the pdu control module. After the replacement,the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.